Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with an unidentified guidwire in the lumen. The balloon is loosely folded with blood in the guidewire lumen. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft is severely buckled in numerous locations. There are numerous shaft kinks. The tip is damaged. The device was soaked in a water bath for 4 days and the guidewire was unable to be removed from the catheter due to the severe buckling. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred. A 3.0mm x 120mm x 150cm coyote balloon catheter was selected for use; however, when the device was removed from the sterile packaging, it was noted that the balloon material was broken. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon detachment occurred. A 3.0mm x 120mm x 150cm coyote balloon catheter was selected for use; however, when the device was removed from the sterile packaging, it was noted that the balloon material was broken. The procedure was completed with a different device. No patient complications were reported.